Event description:
A pt (age and gender unknown) underwent a therapeutic esophageal stent placement for treatment of cancer. Approx two months later, some of the wire meshes of the ultraflex esophageal stent are noted to be broken. The pt was unable to eat. The clinician has implanted another stent in the fractured stent. The stent in stent procedure was successful. There is no further information available at this time regarding this event.